Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated radio frequency nerve ablation procedure. During the procedure, the patient received inappropriate shocks from their implantable cardioverter defibrillator due to the location of the nerve being treated. There were also moments of loss of pacing due to the ablation. No device intervention was reported. Patient was in stable condition.